Event description:
The core impaction drill was sent for eval due to overheating during a tooth extraction procedure. The procedure was completed with a readily available alternate device without any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the driveshaft and worn ball bearing. Corrosion of the internal component would increase friction in the device which will in turn generate heat.